Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, blood was leaking from the sleeve and the flash back window on two (2) units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - bd received one photo for investigation, which shows a shelf box of fbn and five vacutainer tubes with blood stains on their exteriors. However, the fbn with the leakage is not visible in the photo. Bd had not received any samples for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: leakage and sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® flashback blood collection needle, blood was leaking from the sleeve and the flash back window on two (2) units. No adverse impact was reported regarding the patient or user.